Manufacturer narrative:
(B)(4).

Event description:
It was reported the "4-position" lead had failed and only 1 and one half positions worked part of the time. The lead had not been working for over 2 years. Additional information has been requested, a follow-up report will be sent if additional information becomes available.